Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006. This report is being submitted to correct the coding table (h6): 9060: constipation. 9290: urinary frequency.

Event description:
It was reported that a patient is experiencing pain in the implant site area when standing and sitting for long periods of time. The patient mentioned that area seems to be tender and feels burning sensation. The patient denies any falls or injuries. The patient also mentioned that since reprogramming, she began feeling the stimulation in her arm. The representative checked her settings with the remote and patient's stimulation was found to be off. It was mentioned by patient that her overactive bladder symptoms have worsened, she's been using more pads, having more bowel movements, and feels pulsating in her anus when sitting as if she needs to have a bowel movement. The representative suggested to the patient to contact her implanting physician to schedule a follow up appointment. The patient is taking pain medication and antibiotics prescribed by their primary care physician.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Block h11: investigation details: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegation relates to "burning sensation", "constipation", "undesired sensations, non-target stimulation area", "urinary frequency", "implant pain" and "incontinence fecal" which are addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use. Correction: block h6: patient codes.

Event description:
It was reported that a patient is experiencing pain in the implant site area when standing and sitting for long periods of time. The patient mentioned that area seems to be tender and feels burning sensation. The patient denies any falls or injuries. The patient also mentioned that since reprogramming, she began feeling the stimulation in her arm. The representative checked her settings with the remote and patient's stimulation was found to be off. It was mentioned by patient that her overactive bladder symptoms have worsened, she's been using more pads, having more bowel movements, and feels pulsating in her anus when sitting as if she needs to have a bowel movement. The representative suggested to the patient to contact her implanting physician to schedule a follow up appointment. The patient is taking pain medication and antibiotics prescribed by their primary care physician.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that a patient is experiencing pain in the implant site area when standing and sitting for long periods of time. The patient mentioned that area seems to be tender and feels burning sensation. The patient denies any falls or injuries. The patient also mentioned that since reprogramming, she began feeling the stimulation in her arm. The representative checked her settings with the remote and patient's stimulation was found to be off. It was mentioned by patient that her overactive bladder symptoms have worsened, she's been using more pads, having more bowel movements, and feels pulsating in her anus when sitting as if she needs to have a bowel movement. The representative suggested to the patient to contact her implanting physician to schedule a follow up appointment. The patient is taking pain medication and antibiotics prescribed by their primary care physician.